Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The was no issues found, the system was functioning properly. They did multiple navigated spins with 2 different stealth units. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when attempting to take a 3d spin with the imaging system during testing, the system would not take the image. It would take 2d images fine, but when they attempted to switch to 3d the system wouldn't even start to take the scan. The manufacturer representative rebooted the system twice and tried with both the hand and foot switch. No patient was present at the time of the event.